Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 20ga unit without packaging. Only the catheter/adapter was returned and dried media was present. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination the unit revealed no mechanical or physical damage to the catheter/adapter. The catheter/adapter assembly was intact and showed no signs of separation. Therefore, bd was unable to confirm the report of the catheter separating. Since the needle was not returned for investigation, bd was unable to evaluate the report of the unit folding during insertion. The catheter tip was assessed and found to be within specification.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced hub separation from the hub during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown complaint 1 of 2 two pts stuck total of 8 times with "safety caths". One cath separates inside the vein, other folded over on itself and would not work. Both pts very upset 1. Increase sticks . 2. Multiple caths used - too expensive. 3. Bad pr for pts.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced hub separation from the hub during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Complaint 1 of 2. Two pts stuck total of 8 times with "safety caths". One cath separates inside the vein, other folded over on itself and would not work. Both pts very upset increase sticks. Multiple caths used - too expensive. Bad pr for pts.